Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he became disoriented and his fiancé called emergency medical services (ems). His bg per ems was 35 mg/dl; however, his cgm displayed 112 mg/dl. Ems provided oral glucose because the patient refused intravenous (IV) fluids and IV medications. The patient was transported to the emergency department. The patient was discharged from the ed at 4:00am on (B)(6) 2019. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.